Event description:
It was reported that the monitor had power to the device going off and on intermittently. The event occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. The customer contacted olympus technical assistance support (tac) to informed tac of the event. The customer informed tac the issue seems to be the connector on direct current power cord. No troubleshooting was performed. The device will not be returned to olympus for evaluation. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.